Manufacturer narrative:
This follow-up MDR is being submitted because this event involved an international product: alinity anti-hbc, list 06p06-55 which a field action, fa02sep2020 has been taken. There is no impact to the us similar product: list 06p06-60 and no further mdrs will be required.

Manufacturer narrative:
A review of tickets was performed for reagent lot number 01763be00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Field data was reviewed, allowing the conclusion that the issues only occur with individual cartridges and that there is no general issue for the lot. Affected cartridges of the issue show increases in negative control values over time. A retained kit of alinity s anti-hbc reagent lot number 07163be00 was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. Specificity testing was performed using 220 panel members of a human negative population panel. All panel members were nonreactive, and no false reactive results were obtained. Further additional replicates of the negative control were tested which all met specifications. Precision was evaluated by testing several replicates of alinity s anti-hbc controls. All generated data demonstrates that the performance of lot number 0176be00 is not compromised regarding the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity s anti-hbc for reagent lot 01763be00 was identified.

Manufacturer narrative:
Patient information: patient identifier: r0001190379327. Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6p06-55 that has a similar product distributed in the us, list number 6p06-60.

Event description:
The customer observed false reactive alinity s anti-hbc results for 1 sample on alinity serial number (B)(4). The following data was provided (units of measure = s/co, results >/= 1.00 = reactive): sid r0001190379327 initial result = 1.23, repeat = 1.18, repeated with different reagent serial number on same alinity analyzer serial number (B)(4) = 0.09, repeat on serial number (B)(4) = 0.39 . No impact to patient management was reported.